Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon prepared to implant a 13.2mm vicm5_13.2 implantable collamer lens, -12.5 diopter into the patient's left eye (os), he noticed it had torn. Reportedly, the lens got jammed in the injector prior to injection. There was no patient contact with the lens. An alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found a torn haptic. (B)(4).